Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer was unable to charge the pump using the tandem-provided usb cable. The customer's blood glucose (bg) was 287 mg/dl. Reportedly, the customer successfully charged the pump using an alternate usb cable. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Upon follow up, the customer indicated that the battery depletion rate was within normal parameters.